Event description:
Related manufacturing reference number: 2017865-2023-42626. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient's blood pressure dropped and a cardiac perforation occurred. A pericardial effusion was noted via ultrasound. Open heart surgery was performed to resolve the perforation. The lp also exhibited high capture threshold, poor sensing, and low pacing impedance during implant. The lp and delivery catheter were removed and the case was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported event was perforation. As received, a partial catheter (only distal portion) was returned on one piece with a device and blood was noted at the distal region. Visual and x-ray inspections of the partial catheter did not find any anomalies except for procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.